Event description:
A customer contacted beckman coulter inc., (bec) and reported a leak inside the coulter lh 500 hematology analyzer. It is unknown if the fluid was contained inside the instrument. The customer was wearing personal protective equipment (ppe), consisting of a lab coat and gloves at the time of the event. There was no exposure to mucous membranes or open wounds. Medical attention was not sought. The material safety data sheet (msds) was not reviewed. There is an exposure plan in place at the facility and clean up was completed following the biohazard spill protocol. There was no impact to patient results. There was no death, injury or change to patient treatment associated with this complaint.

Manufacturer narrative:
While troubleshooting with personnel from customer technical support the customer found that there was a hole in the tubing through pinch valve (pv49). The customer replaced the tubing, but there was still a leak behind the needle assembly of the instrument, and a field service engineer (fse) was dispatched. The fse found the second leak that was noticed behind the needle assembly. It was a residual diluent from the previous leak that was dripping. The fse verified that there were not other leaks. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak is attributed to a hole in the tubing through pv49. The cause of leak behind the needle assembly is unknown. (B)(4).